Manufacturer narrative:
(B)(4). Event date: unknown, captured as awareness date. Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, "received notice of claim that patient with history of diverticulitis with recent pericolonic abscess (treated with IV antibiotics) underwent a robotic-assisted laparoscopic low anterior resection and splenic flexure mobilization. The medical records indicate that a cdh29a was used during the surgery, and the operative report further indicates that it was ¿affixed to the spike, tightened, fired, loosened, and removed according to manufacturer guidelines.¿ the operative report also indicates two complete tissue donuts resulted, and that the staple line was airtight during the leak test with a proctoscope. Post-operatively, the patient underwent a cystoscopy and robot assisted right ureteral implant because she experienced an unrecognized right ureteral injury. The patient improved and was discharged on post op day 11. Approximately one month later, the patient was admitted to the hospital where CT scan and barium enema were consistent with a very limited anastomotic leak. Patient underwent a diverting end colostomy and was discharged in good condition. The patient had several emergency department visits and follow-up appointments in which she complained of abdominal pain and difficulty with her colostomy which was reversed seven months later."

Manufacturer narrative:
(B)(4). Date sent: 01/11/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Please see attached medical records.